Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded low intrinsic amplitude out of range measurement in both right ventricular (rv) and the ventricular (lv). Also, on the same day of the low amplitude measurement, noisy egm and fusion behavior were observed. An alert was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude of suspended and high threshold measurement was noted on the lv lead, an x-ray was performed and found no anomaly. Boston scientific technical services recommended ln-clinic testing additional troubleshooting, and aim to evaluate lead mechanical integrity and lead stability. No adverse patient effects were reported. This device, rv lead and this lv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).